Event description:
This device also endured a purge side arm leak during use. As a result, the pump was replaced.

Manufacturer narrative:
(H3) the investigation into the reported "stroke/cva and purge leak - pump" has been completed since the original report was filed. Product was returned for investigation. The motor of the pump was returned, but the cannula was not returned. A clot was found on the returned catheter. Data logs of the final ten days of support were reviewed and no indication of biomaterial interaction with the pump was seen and there were no motor current spikes or saturated flows. Due to this, the relationship between stroke and impella is unknown. The cause of the stroke could not be determined. During analysis a leak was reproduced at the purge tubing to filter neck bond. With the sidearm retainer in place, this bond absorbs any stress on the side arm. Therefore, the cause of the leak at the purge tubing to filter neck bond was likely due to excessive force. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the cva has concluded. The impella pump was analyzed, however not all of the pump was returned. The medical center cut the pump at the motor. The data logs were analyzed as well. The analysis did not reveal any biomaterial interaction with the pump that could have lead to the cva. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the returned impella product is on-going at this time. Upon the completion of the investigation, a final report will be filed.

Event description:
The medical team had an impella 5.5 support ongoing for over 59 days when the team observed purge alarms. The purge was leaking and the team had a purge extension tubing in place. The pump had been used well beyond indication. The team made decision they would replace the pump. At the time of pump explant there was clot observed. The patient suffered an ischemic stroke on the same day, which may or may not have been due to the use of the impella. The left sided effects from the cva are ongoing now on the 2nd impella 5.5 placed for this patient.